Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of 2.58 volts out of the box. A manual capacitor reform was completed, but the battery status did not change. The boxed label read 3.25 volts. The charge time was 11 seconds. The device was not used and will be returned for analysis.